Event description:
Reporter called regarding two defective freestyle libre 3 sensors. She has the 15 day sensor but it's failing on day 11. She also stated she was having adhesive issues with the freestyle libre 3 causing skin irritation, redness, pain and stinging. Both sensors have the same lot number t60003550. She will contact abbott for replacements. Pt codes: 4545, 1840, 1994. Device code: 1068. Ref report: mw5181980.